Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a seroma at the pump pocket. Through visual inspection it was determined that the catheter at the pump connection looked ¿abnormal¿ and that the connector should be changed. There was a break in the pump segment of the catheter at the pump connector so a partial explant/replacement was performed 2015 (B)(6). The pump was accessed only from the pump side. After re-connecting with the new pump segment they could aspirated and no leaking was found. The pump was used to infuse baclofen (lioresal). Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient¿s pump system was completely explanted (B)(6) 2015. The seroma in the pump pocket never recovered and the patient¿s wound opened up. The devices were returned to the manufacturer. The patient was on 500 mcg/ml compounded baclofen (not lioresal) at 75.10mcg/day. The patient was currently taking oral baclofen.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter body (pump segment) (B)(4) found c300. Cosmetic damage to the transition tube led to explant. Analysis of the catheter body (spinal segment) (B)(4) found no significant anomaly. The catheter was returned in segments/incomplete.